Event description:
It was reported that due to discomfort and a broken device the patient will have his spectra penile prosthesis (spp) replaced on a later date. It was stated that this patient has had his spp implanted since 2014 and has been experiencing discomfort for some months.